Event description:
Information received from the field notes that multiple attempts to interrogate the device were unsuccessful. An ECG showed that the patient was in sinus rhythm at 70 ppm. Two weeks previous, the patient had gum surgery but had not experienced any symptoms or dizziness since.